Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-operative check, this patient's device and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the ra lead and device header were cleaned, reconnected, and retested with normal results. It was determined that there was air and/or blood in the header. The device continues to remain implanted and in service. No additional adverse patient effects were reported.